Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not confirm the complaint. The lead passed all tests and exhibited normal characteristics.

Event description:
It was reported that the lead exhibited exit block and high threshold. The lead was explanted and replaced but the problem persisted. Reprogramming the new lead resolved the issue and the device remained implanted.